Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The atrial retractor short right instrument was analyzed and found to have a broken chassis at the rfid tag end. The broken piece was not returned, measuring roughly 0.622¿ x 0.278¿ in size. Components adjacent to this broken chassis did not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The atrial retractor short right instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that after a da vinci-assisted surgical procedure, a piece of the hard plastic of the atrial retractor short right instrument was identified chipped/broken. The procedure was completed with no reported injury.